Event description:
A malfunction alarm with code malf 12 was reported, and it did not adversely impact the customer's blood glucose level. The customer was assisted by support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred.